Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient awoke with right sided numbness and associated right hand weakness. The patient presented to the hospital and international normalized ratio (inr) was 2.5. Computerized tomography (CT) scan showed a left frontal cortex hypodensity, most likely left middle cerebral artery (mca) territory small infarct. The symptoms resolved and the patient was discharged home. It was noted the patient had a recent gastrointestinal bleed and their aspirin had been discontinued. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.